Event description:
It is reported that a customer's motor stops on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump passed displacement test. However, the insulin pump failed basic occlusion test due to cracked end cap. The insulin pump was unable to verify prime anomaly due to cracked end cap. The drive support disk was in inspected and no anomalies noted. The insulin pump was received with minor scratches on lcd window and cracked battery tube threads. No unexpected no delivery alarms noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.